Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/19/2015. The fse isolated the leak to cut tubing through valve vl42; the cut tubing was replaced, resolving the leak. Valve vl42 opens the path for pressurized diluent or cleaning agent to the aspirator tip in manual (secondary) mode. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported a diluent fluid leak of approximately one cup (8 fl. Oz.) From a coulter hmx hematology analyzer with autoloader during startup. The leak was not contained within the instrument and ambient temperature error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.